Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: full lead returned and analyzed. Visual analysis noted there was dried blood in the helix and sleeve head preventing the helix from functioning properly.

Event description:
It was reported the lead was explanted and replaced due to positioning difficulty and a non-extending helix. No patient complications were reported as a result of this event.